Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited out of range shock impedance measurements on the right ventricular (rv) lead. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited out of range shock impedance measurements on the right ventricular (rv) lead. Additional information was received that abnormal impedance measurements were obtained when an ablation procedure was being performed. No abnormal measurements were obtained during a device check after the ablation procedure. It is planned to continue to monitor the patient. No adverse patient effects were reported. At this time, this device system remains in service.